Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with cracked select button keypad overlay, keypad overlay texture damage, serial number label fading and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring was missing and the keypad was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.